Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On 10-sep-2021, the patient reported that after taking a bath, she was not able to reattach it to her body at the tubing connector. The site location was patient's abdomen, and the infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 86 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that after taking a bath, she was not able to reattach it to her body at the tubing connector. The site location was patient's abdomen, and the infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 86 mg/dl. No further information available.